Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room with complaint of chest pain. Interrogation of the device noted premature ventricular contractions (pvcs) in the presenting rhythm. No stored episodes were present. Additionally, the crt-d and another manufacturer's right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. Pacing impedance measurements were noted to have been gradually increasing since implant. The physician will continue monitoring. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.